Event description:
It was reported that the patient experienced electrical shocks while using the spinal pak assembly. The patient stated that she experienced constant electrical shocks on the lower left side of her pelvic area. It started a few days after she started using the stimulator. The patient felt the shocks below the skin. The patient rated the pain level up to a 7. The patient only experienced this sensation every time she would wear the stimulator. The patient has increased her daily activity daily. The patient reached out to her physician regarding her symptoms. The patient was sent a new spinalpak. It was reported that no further information is available.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report additional information: a2 age at time of event ,g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced electrical shocks while using the spinal pak assembly. The patient stated that she experienced constant electrical shocks on the lower left side of her pelvic area. It started a few days after she started using the stimulator. The patient felt the shocks below the skin. The patient rated the pain level up to a 7. The patient only experienced this sensation every time she would wear the stimulator. The patient has increased her daily activity daily. The patient reached out to her physician regarding her symptoms. The patient was sent a new spinalpak. It was reported that no further information is available. The spinal pak assembly was not returned for evaluation.